Event description:
Information received notes that the patient presented to the emergency room due to syncope. After admission, monitoring observed non-capture of four beats. The device interrogated in back-up mode. Post download measured data was vvi, 70ppm, 2.68v, 100ua, 4.1 kohms. After programming to ddd, measured data was 2.62v, 155ua, 3.7 kohms. Subsequent readings yielded high current drain and high cell impedance measure- ments. The patient had an underlying rhythm of 30-35 bpm.